Manufacturer narrative:
(B)(4).

Event description:
New information notes that low voltage lead impedance was still seen via home-monitoring transmission. The capture threshold of the lv was also increased in the last 3 months. The physician has decided to call the patient for an in-clinic follow-up. The patient said that he¿s will be coming to the clinic on (B)(6) 2017 for some other personal problem. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that by remote care the physician noted that low out of range impedance measurements on the lv lead was observed. The physician performed a follow up and the values of lv lead were good and in trend. The patient was stable and the physician will monitor this issue with remote care.